Event description:
The customer reported bent cannulas and the pump did not alarm. It was indicated that the set was inserted properly but only rotates in the abdomen. The high-pressure test was performed and the pump did not alarm and denies leaks. Advised to disconnect from the device and back on manual injections. Later the customer called back and stated that they are having problems with scar tissues.